Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they had experienced a power loss on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they change the batteries on the device more frequently than usual. The customer was driving and could not change the battery on the device at the time of the call. The customer was advised to change the battery and monitor the insulin pump. The customer did not return the product back for analysis.